Event description:
Revision surgery - due to the head dissociating from the primary stem.

Manufacturer narrative:
The reason for this revision surgery was dissociation of the femoral head after 3 years, 10.5 months in vivo. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are (B)(4) prior complaints against the part number 497-36-000 femoral head; this is the (B)(4) complaint against a part form this lot number. None of these prior complaints is for dissociation of the head. The explanted components were not returned to djo for inspection. It is not known from the complaint event description whether the femoral head dissociated from the offset sleeve, or the offset sleeve dissociated from the part number 410-32-108 modular femoral neck (which remains in the patient). This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Normally the morse tapers of the femoral head, offset sleeve, and modular neck are under compressive loading, and dissociation of the femoral head is not expected. However, if the patient's joint first dislocates due to joint laxity, excessive range of motion, or trauma, then the compressive load is relieved and subsequent dissociation of the head is possible. Dissociation may have been secondary to joint dislocation, but information provided in the complaint is not sufficient to make this determination with certainty. There was no information reported that evidences a material, design, or manufacturing problem with the product.